Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the batch did not indicate no recorded quality problems or rejections related to this incident. If no further information becomes available and in case no corrective / preventive action is indicated, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6), not reported to (B)(4) authority. The needles deliver stimulation along their whole length (not only the tip). This provides false information to the doctor.